Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the luer connector was covered with a white cap and the contrast examination was performed, contrast medium leaked near the luer connector. The examination was completed using another powerloc. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was inconclusive due to the condition of the returned sample. The product returned for evaluation was one 20ga x 0.75¿ powerloc safety infusion set with y-site. Usage residues were abundant throughout the sample and the safety mechanism was engaged. White infusate residue was observed in both extension tubes and at the y-site luer orifice. Microscopic inspection of the sample confirmed the presence of abundant white crystalline precipitate within both extension tubes. An attempt to infuse water through the sample using a 12ml syringe revealed both extension tubes to be fully occluded by precipitate. No leaks were observed. Microscopic inspection of the sample did not reveal any damage or evidence of leakage. Inspection of both luer adapters using an iso taper gauge revealed them to be within manufacturing specifications. No leaks were observed, nor was any evidence of leakage observed during evaluation; however, the complete precipitate occlusion prevented thorough functional testing. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when the luer connector was covered with a white cap and the contrast examination was performed, contrast medium leaked near the luer connector. The examination was completed using another powerloc. There was no reported patient injury.